Manufacturer narrative:
Qn#(B)(4). The customer returned spring wire guide (swg) assembly for evaluation. Visual inspection of the wire revealed the distal weld was separated and missing. The returned wire had a few kinks/bends in its body and had begun to unravel. Microscopic examination of the swg confirmed distal weld was missing. The separation point on the core wire was flat and showed discoloration indicating the core wire broke adjacent to the weld. The bends in the guide wire were located at 13mm, 64mm, 350mm, 393mm, and 415mm from the proximal end. The length of the core wire measured 667mm, which is not within the specifications of 596-604mm per guide wire product drawing indicating either the incorrect guide wire was returned or reported. The guide wire outer diameter measured 0.849mm which is within the specification of 0.838-0.877mm per guide wire product drawing. The undamaged portions of the swg were passed through a lab inventory ars and a lab inventory 18 ga introducer needle with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire separated was confirmed through examination of the returned sample. The distal weld of the guide wire had separated from the core wire. No manufacturing defects were found during this investigation. Dimensional inspection revealed that the length of the returned swg does not match the length of the swg in the reported kit; indicating either the wrong swg was returned or reported. Arrow guide wires of this diameter are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the dimensional discrepancy, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide kinked during use on a patient.

Event description:
The customer reports that the spring wire guide kinked during use on a patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked during use on a patient.